Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 02/24/2016, belt: 08/30/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received ten inappropriate treatment shocks from the lifevest. It was reported that the patient was at home at the time of the treatment event and was not conscious. The patient's daughter, a nurse, was present and performed resuscitation efforts. The lifevest detected an arrhythmia at 03:14:12 on (B)(6) 2018. The patient's rhythm was asystole. The lifevest released gel and a treatment shock was delivered at 03:15:25 while the patient remained in asystole. The patient received nine more inappropriate treatments between 03:52:45 and 04:08:24. All treatments occurred while the patient was in asystole or asystole with intermittent cardiac activity. Oversensing low-amplitude cardiac signal contributed to the false detection. The patient's daughter reported feeling some of the energy from the treatments. There is no indication or allegation that the patient suffered any injury as a result. The device was shut down at 04:09:03. Prior to shutdown, the patient was last seen in asystole. There is no indication that the lifevest inappropriate treatments caused or contributed to the patient's death, as the patient was already in a non-treatable rhythm prior to the treatment event. Asystole is considered a non-treatable rhythm by the lifevest.